Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging blood reading as control. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products involved with this complaint have not been returned to life scan at the time of this report. If the products involved are returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 ¿ (10/14/2013). The patient¿s meter and test strips have been returned on 8/22/2013 and 8/30/2013, respectively, and evaluated by lifescan product analysis on 10/1/2013 and 10/2/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips were also tested and the primary complaint was not confirmed; however, a secondary issue was noted when the vial label was found to have some damage to a piece of critical information but is still legible. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.